Manufacturer narrative:
The customer did not return the device for evaluation. No in-house testing could be performed as the contour next control solution and contour next test strips involved in the event occurrence have expired. Therefore, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran control tests on the contour next ez meter and obtained readings of 150 mg/dl at 7:11 p.m. And 156 mg/dl at 7:15 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.